Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. There was contamination found under all of the keypad buttons. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed a dim and discolored display screen. A test display was used for investigation and was found to be functioning properly. The keypad button symbols were found to be worn off the pump. There was no visible damage to the keypad. The keypad was removed and contamination was found under all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).